Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 245 mg/dl, however, the patient was having hypoglycemic symptoms of sweating and lightheadedness. Therefore, he tested his bg meter reading, which was 40 mg/dl. The patient was wearing a tandem insulin pump. The patient eventually lost consciousness. The patient¿s wife treated the patient with a glucagon injection. It was not specified how long the patient the unconscious during this event. The patient did not seek assistance from a higher level of care. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.